Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50-55 mg/dl. The customer treated for the low blood glucose with glucose tablets and suspend delivery. The customer's blood glucose went up to 80 mg/dl. The customer's current blood glucose was 131 mg/dl. Troubleshooting was not completed. The product was not returned for analysis.